Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. However, the samples were not evaluated as bd is aware of a low level of complaints for sleeve leakage/recovery with eclipse product. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked blood and stained the holder and extraction tube. No blood exposure to mucous membrane. No medical intervention or injury.